Event description:
The explanted generator was received into product analysis. Analysis has not been completed to date.

Event description:
The patient's generator was replaced prophylactically. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis (pa) for the explanted generator was completed and reviewed. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa worksheet was reviewed and no anomalies were found.

Event description:
The patient reported that she is having an increase in seizures which she believes is due to low battery. No other relevant information has been received to date.